Event description:
It was reported that while testing prior to surgery, the unit had low power, an air leak and sounds off. There was no patient involvement. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.